Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. During the procedure, "the threads of the set screws stripped, the screws were left insitu". This occurred with 6 set screws. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). A review of radiographic images show ap view of pre-op patient with moderate apex left lumbar scoliosis with apex l2. Post-op film (single x-ray) shows lateral construct t11, t12, l1, l2, l3 with harms like interbody cages at l1/2, l2/3, t12/l1. Only 2 rods appear to be present. One of hex plugs at t12 is not broken off. Final picture is of one screw and 4 set screws, one with hex plug intact. Images are inconclusive.

Manufacturer narrative:
Additional information: analysis of the returned device shows that macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.